Event description:
It was reported that a user experienced elevated blood glucose of 265 mg/dl, confirmed by fingerstick, while using the ilet system, with no alarms reported and no recent food intake identified; troubleshooting and education were provided, and the user was advised to change out supplies. Investigation of this case revealed that the cause of hyperglycemia was unclear, and no device malfunction was identified during the call. Symptoms included irritability consistent with hyperglycemia. Outcomes included no reported injury, no emergency treatment, and no hospitalization. It was concluded that the event was user-reported hyperglycemia with undetermined cause and that continued monitoring and supply replacement were recommended. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.